Manufacturer narrative:
It was claimed that the internal leakage test failed during pre-use check. Identification of issue has been done by analyzing problem description, device's logs and service report. There was no patient involvement. Based on technician statement, it was noticed that nozzle units from both gas modules are leaking. The technician replaced maintenance kit (which includes nozzle units). After this, the unit passed multiple pucs and issue was solved. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. The issue was decided to be reported based on available information as defective nozzle unit may lead to stop of ventilation, low o2 or high pressure. Defective parts and device's logs were not available for further evaluation. The root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).